Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box data showed multiple call service alarms. During testing, the pump powered on to a blank display screen. The complaint was unable to be fully investigated due to that.